Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and tibial loosening and subsidence. Loosening occurred at the cement/implant interface. Cement manufactured by depuy.

Manufacturer narrative:
No device associated with this report was received for examination. Review of the provided x-rays confirms the reported tibial loosening and subsidence. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. (B)(4) has been undertaken to investigate attune post operative loosening further. The analyses and investigations eventually led to a new product development project, which will enhance fixation and make the product more robust to surgical technique per (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.